Event description:
Healthcare professional reported a left side "device rupture, [and] seroma." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight is to the spec, a crease fold, brown particles on the surface of the shell, and voids. Cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is: there were no issues found related with the manufacturing process; and no openings or issues related to a ruptured device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "device rupture, seroma."

Event description:
Healthcare professional reported left side "device rupture, seroma." Device was explanted.